Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #03 MFR report:3005168196-2023-00519.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2023-00519.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), and a stent retriever. It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician used the velocity to deliver the stent retriever to the target location. After three or four passes were completed, the physician re-advanced the stent retriever through the velocity and experienced resistance. Subsequently, the physician noticed that the stent retriever opened in the wrong location. The physician then retracted the stent retriever and noticed that the distal length of the velocity was fractured. Imaging was performed and it was determined that the velocity fractured near the access point in the femoral artery and the physician was able to successfully remove the velocity and the stent retriever together. At this point the procedure was ended. There was no report of an adverse effect to the patient.